Event description:
This report is related to customer complaint (B)(4) made against another product, dpbi ssp unitray 12 tests (sku 451606d, lot 009 1464121). The customer reported that the reactivity for lanes 13, 27, 39, 39 and 40 was negative for the dpbi 99:01 allele when the labeling indicates the reactivity may lead to potentially mistyping a dpbi 99:01 allele as a dpbi 39:01 allele. The complaint has been confirmed and in addition to the product against which the complaint was lodged, it was found that product 54070d allset gold dpbi high res ssp lot 009 1377591, the subject of this report was impacted.